Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. The customer declined to load a new cartridge and continued to use the existing cartridge to resume insulin therapy.